Event description:
Per the audiologist, the patient's flange fixture with abutment extruded after approximately two years. There was no trauma reported prior to the incident. A medical examination in 2008 did not find evidence of osteomyelitis, redness, swelling or infection of the implant site. Reimplantation of a new baha device is planned, but had not been scheduled at the time of this report filed, november 07, 2008.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.